Event description:
Additional information received indicated that the patient underwent surgical intervention where the surgical lead was replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient became experiencing ineffective stimulation due to invalid impedance on the implanted lead. As result the patient may under go surgical intervention on a later date.